Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there were difficulties during insertion of the lens into the pt's eye. The incision was enlarged, and another lens of the same model was implanted successfully. Additional information has been requested, but has not been received. Please reference MFR #1119279-2014-00261 for the lens used during the event.